Manufacturer narrative:
Livanova (B)(4) manufactures the sensor module for bubble detector. The incident occurred in (B)(6). The defective sensor was requested for further investigation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a sensor module for bubble detector is giving false alarm. There was no report of patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to the bubble sensor and bubble sensor module. Both components were replaced and subsequent functional verification testing was completed without further issues. The unit was returned back to service. The replaced devices were returned to livanova USA, where visual inspection was performed. Inspection was unable to identify any abnormalities, defects or physical damage to the device. The bubble module and sensor were returned to livanova (B)(4) for further investigation. During the investigation, the reported issue could not be confirmed. Both devices were extensively tested under various conditions without failure. The devices worked according the specifications. As the issue could not be reproduced during in-depth testing, a root cause could not be identified. This MDR has been already submitted july 06, 2018 and resubmitted due to missing 3rd acknowledgment.